Manufacturer narrative:
(B)(4) investigation summary: the analysis results found that the ntlc75 device was received with the firing mechanism nonfunctional as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned fully fired. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. Additional information was requested and the following was obtained: did the firing knob fall into the patient? If so, was it retrieved? The firing knob is stayed inside the hands of the surgeon, a plastic piece is fallen at the level of the patient but it has been retrieved easily because it was a laparotomy. Were there any patient consequences? No patient consequence. The device has been unblocked by using a kocher clamp. The procedure time has been extended from few minutes.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event: date of event is 2019. Event day and event month not reported. A manufacturing record evaluation was performed for the finished device lot and no non-conformances were identified.

Event description:
It was reported that during a laparotomy procedure, the sliding button of the device got jammed then broken. The device was blocked in closed position. A kocher clamp has been used to unlock the system and remove the device. The firing knob stayed inside the hands of the surgeon, a plastic piece is fallen at the level of the patient but it has been retrieved easily because it was a laparotomy. The procedure time has been extended from few minutes. No patient consequence.